Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25x24mm, eccentric, de novo target lesion contained a >45 and <90 degrees bend and was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.